Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Family member works at the hosp and tested pump and believes pump is working fine. Family member stated that pt was gone for the weekend for their birthday and did not pay attention to site, or blood sugars. Customer's family member also stated that the customer is being released and is back on pump.